Manufacturer narrative:
(B)(4). The technical support engineer (tse) troublehsot the issue with the customer over the phone. The tse recommend to try swapping the compressor printed circuit board (pcb) with a known good unit to determine if the solenoid is defective. Customer acknowledged and will call back if further assistance is needed.

Event description:
Customer states solenoid had burnt connector. The ventilator was not on a patient at the time of the event.